Event description:
A hospital in (B)(6) reported that they found a bent mr290 water chamber on an rt240 circuit kit. This was found before use on a patient.

Manufacturer narrative:
(B)(4). Method: the returned mr290 chamber was visually inspected for damage. Results: the chamber had a large dent in the aluminium base. A lot check revealed no other complaints of this nature for lot number 100225. Conclusion: all mr290 autofeed humidification chambers are pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks or other causes. Following pressure testing, each chamber is visually inspected. Any chamber which fails either of these tests is rejected. This suggests that the chamber was damaged post-production. The damage is consistent with damage caused by physical impact to the chamber dome. The device user instructions state the following: do not use the chamber if the seals are not intact when received, or if it has been dropped. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. The chamber crack was observed by the hospital prior to patient use. Accordingly, there was no patient consequence. (B)(4).